Manufacturer narrative:
Reported event: an event regarding rebushing involving a jts distal femur was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: the x-rays provided shows a slight tilt between the hinge component and tibial plateau. Considering the number of years in situ, this probably is a normal wear and tear of the knee bearing materials. Product history review: (B)(4) devices were manufactured and accepted into final stock on 09apr2013 with no reported relevant discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: an event regarding rebushing involving a jts distal femur was reported. The event was confirmed by medical review. The exact cause of the event could not be determined because further information such as x-rays taken post implantation and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient specific prescription form and complaint notification form indicate that the patient's right distal femur is being revised due to implant failure. It indicates that a new poly and new bearings are needed. The stem will stay in place, and a new axle and new femoral component will be needed to match the remaining stem and tibial component. The patient has pain in her knee and surgeon voiced concern that the implant may be bending. Update 12/09/2020 - it was reported in the x-ray review that "the x-rays provided shows a slight tilt between the hinge component and tibial plateau but the x-ray has limited view to show the rest of the tibial component. Considering the number of years that the implant is in situ, this probably is a normal wear and tear of the knee bearing materials."